Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after a syncopal episode resulting in a broken wrist, nose and a chipped tooth from the fall. The patient had reported feeling symptoms of light headedness, nauseated and both arms tingled from elbow down to her hands prior to passing out. Patient was asked if they had received a shock, however was unsure. A request for additional information was sent.

Manufacturer narrative:
This report will be updated if additional information is received.